Event description:
Abbott molecular, inc. Received a complaint for probechek multivysion control slides (list 05j07-01) reporting one broken slide when the slide box was first opened. There was no report of injury. If this event were to recur, it is possible that a user could be cut by a broken slide and exposed to potentially infectious material. Therefore, recurrence of this issue could potentially cause or contribute to serious injury or death.

Manufacturer narrative:
A complaint investigation at abbott molecular is in progress for MDR 300524-2013-00015. An MDR follow-up report will be submitted when the complaint investigation concludes. Investigated w/o device returned.